Event description:
It was reported that the system 9800's monitors became very dim and anatomical markers could not be discerned. Reinitializing the system corrected the problem for a time and then the problem would return. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated, it is assured that installation of the tyhe single board computer kit would prevent the issue from recurring. The kit upgrades the single board computer and several other key circuit boards with later designs. The system was tested and found to be working as intended and placed back into service.